Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, along with the indicated phenomenon not being reproduced. A probable cause could not be identified as a result. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the visera 4k uhd camera control unit displayed error message e116 (camera control unit malfunction) during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation the unit passed all tests in accordance with the manufacturer¿s service manual. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.